Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered their target blood glucose (bg) instead of their current bg reading when delivering boluses. Customer's bg lowered to 49 mg/dl. Juice was consumed to treat bg level. Tandem technical support provided additional training in regards to bolus deliveries. Recommendation was made for customer to discuss event with a healthcare provider.